Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that no disposable clamp tubing alarm occurred. Double beeping. Powered off. Caller did not know how to close clamp and did not want to remove cassette. Less than 6% was remaining in reservoir. Caller said that would proceed to appointment. No patient injury was reported.